Event description:
The neurosurgeon reported observing bleeding post use of duragen as an onlay. The neurosurgeon evaluated the pt and concluded an adhesion occurred between the cortex and the duragen which caused the bleeding. No further info is available.